Manufacturer narrative:
Device was used for treatment, not diagnosis. Lee, k. W. Et al (2010) arthroscopic-assisted locking compression plate clavicular hook fixation of the lateral end of the clavicle: a prospective study. International orthopaedics 34:839-845. This report is for an unknown lcp clavicular hook plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: lee, k. W. Et al (2010) arthroscopic-assisted locking compression plate clavicular hook fixation of the lateral end of the clavicle: a prospective study. International orthopaedics 34:839-845. Between january 2008 and april 2009, patients were treated with a titanium lcp clavicular hook plate (synthes, oberdorf). There were 23 patients, 19 men and four women, with a mean age of 43 years (range, 21-74 years). Ultrasonographic findings revealed five patients with bursitis. Of these, three cases had concurrent of acromial osteoylsis due to hook migration and bursitis. This report is for an unknown titanium lcp clavicular hook plate. A copy of the journal article is being submitted with this medwatch. This is report 4 of 5 for (B)(4).